Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was fractured approximately 2.3 cm from the hub. The strain relief was unwound by a penumbra investigator to further evaluate the proximal shaft. The benchmark was also ovalized approximately 32.5 and 81.0 cm from the hub and kinked approximately 100.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the benchmark was fractured near the hub. If the device is forcefully manipulated at extreme angles, this type of damage may occur. Further evaluation revealed that the benchmark was ovalized and kinked in multiple locations along the shaft. This damage typically occurs due to forceful handling of the device during use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the left basilar superior cerebellar artery (sca) using a benchmark 6f 071 delivery catheter (benchmark dc). During the procedure, after inserting the benchmark dc in the patient, the physician noticed that the benchmark dc was leaking near the hub. Upon inspection, the physician confirmed that the benchmark dc was fractured; therefore, it was removed. The procedure was completed using a new benchmark dc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was missed on the initial MFR report and is being included on this follow-up #01 MFR report: 1. Operator of device.